Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was dried on both sides of the lens. One haptic was bent-distal tip. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified cartridge and viscoelastic were indicated. The company lens model is only qualified for use in the company cartridges. The root cause for the reported "unable to tuck trailing haptic" is related to a failure to follow the IFU (instructions for use). A non-qualified cartridge was indicated. The company lens model is only qualified for use in the company cartridges which are designed for use with the multi-piece lens. The trailing haptic is not intended to be "tucked" on a multi-piece lens. The IFU instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, the surgeon was unable to tuck in the tailing haptic. There was no patient contact. The procedure was completed with unspecified back up lens without any harm to the patient.